Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Pump received with no battery installed. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2018. The cause of death was pancreatic cancer. The caller stated that the customer had cancer that may have led to the customer's passing. The customer¿s blood glucose was 20 mg/dl at the time of admission, and the paramedics managed to get it back up. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected less than 24 hours prior to passing, as the customer was running low. The customer was using sensors. The caller agreed to return the insulin pump for analysis.